Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the customer comment that the device displayed an error message that it was "defective", there were no failures found at testing. It was noted that the battery voltage was depleted and the battery was therefore replaced but the device passed all incoming functional testing. (B)(4).

Event description:
It was reported that prior to a procedure the programmer was turned on and it displayed a message that the analyzer was defective. The batteries in the analyzer were changed out but this had no effect. The analyzer was changed out and returned for service. There was no patient involvement.